Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Reportedly, the ipg would no longer communicate with any external devices. As a result, the physician opted for surgical intervention during which time the ipg was explanted and replaced with a new model..